Manufacturer narrative:
A correlation between the device and the report of infection could not be conclusively determined. Infection are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Infection have been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a long history of serratia driveline infections and was previously admitted on (B)(6) 2024 with a complex viridans streptococci, serratia, and diphtheroid driveline infection, which was treated with antibiotics and a washout, then was discharged a few days later (MFR# 2916596-2024-07607). On (B)(6) 2024, the driveline was relocated with an omentum flap. The patient was re-hospitalized from (B)(6) 2024 with a thoracotomy infection, where the pump was visible through the wound due to serratia. The patient was treated with ongoing keflex (cefalexin). The infection healed well, and the patient was ongoing with intravenous fluids meropenem (merrem) through (B)(6) 2025. The patient appeared to have been healing well with a wound vac (vacuum-assisted closure) but became re-infected. The patient was transitioned to in-home palliative care and then passed away at home on (B)(6) 2025.